Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and weight to the specification. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Patient reported breast "always hurt." Health professional additionally reported the patient had "aches and pains", "lymph nodes were inflamed", and capsular contracture baker grade iii. Health professional also reported a "benign cyst". Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported breast "always hurt." Health professional additionally reported the patient had "aches and pains", "lymph nodes were inflamed", and capsular contracture baker grade iii. Health professional also reported a "benign cyst". Device has been explanted. This record is for the right side.